Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that shaft break occurred. The target lesion was located in the left anterior descending artery. A 2.75mm x 12mm maverick 2 balloon catheter was selected for use. However, while advancing the balloon inside the guide catheter, the shaft broke. The procedure was not completed due to this event. There were no patient complications nor injuries reported and the patient status was stable.

Event description:
It was reported that shaft break occurred. The target lesion was located in the left anterior descending artery. A 2.75mm x 12mm maverick 2 balloon catheter was selected for use. However, while advancing the balloon inside the guide catheter, the shaft broke. The procedure was not completed due to this event. There were no patient complications nor injuries reported and the patient status was stable.

Manufacturer narrative:
A2 age at time of event: 18 years or older. Returned product consisted of a maverick 2 mr balloon catheter. The device was visually and microscopically examined. At 19cm from the strain relief the hypotube was separated. The separated ends were ovaled in shape indicating the device was kinked prior to separation. The hypotube of the device has numerous kinks. There was contrast in the inflation lumen and the balloon was tightly folded. The shipping mandrel was still in place but was able to be removed without issue or resistance. The tip of the device was damaged.